Manufacturer narrative:
Block e1: there were two physicians reported: dr. (B)(6). Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the duodenoscope could no longer aspirate due to an obstruction in the channel. Multiple attempts were made in the operating room to unclog the endoscope; however, these efforts were unsuccessful. The procedure was unable to be completed as a result of this event. Reportedly, a water-soluble lubricant to the top of the biopsy cap, prior to use. The following day, a renewed attempt to clear the blockage was made. After several maneuvers, the obstruction was successfully removed. The obstruction was identified as a piece of foam from the biopsy cap. There were no patient complications reported as a result after this event.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the duodenoscope could no longer aspirate due to an obstruction in the channel. Multiple attempts were made in the operating room to unclog the endoscope; however, these efforts were unsuccessful. The procedure was unable to be completed as a result of this event. Reportedly, a water-soluble lubricant to the top of the biopsy cap, prior to use. The following day, a renewed attempt to clear the blockage was made. After several maneuvers, the obstruction was successfully removed. The obstruction was identified as a piece of foam from the biopsy cap. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block e1 (initial reporter first name and email address) has been updated based on the additional information received on october 20, 2025. Block e1: there were two physicians reported: dr. (B)(6) and dr. (B)(6). Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.